Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 421 mg/dl and cgm indicating high, after a normal announced meal and a recent infusion supply change; the user noted loose abdominal skin and was advised to perform a site-only change after confirming disconnection from the pump, which was completed successfully. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with follow-up planned to reassess glucose. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with possible infusion site performance concerns addressed through site replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause without reported injury or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.